Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence, and a ball of insulin had formed at end of cartridge pigtail. There was no adverse impact to the customer¿s blood glucose level. Caller disconnected tubing, replaced tubing and cartridge, and, with guidance from technical support, completed new load process and successfully resumed insulin after confirming drops of insulin at end of tubing, which resolved issue.